Event description:
It was reported that the ventilator stopped ventilating the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating the patient. Our field service engineer investigated the ventilator on site. No problems were found during the inspection and the reported issue could not be reproduced. Functional tests were performed with approved results. The ventilator is suitable for clinical use. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).